Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during quality investigation, an ophthalmic knife with a 2.4 sleeve was found in a 2.2 packaging. There was no patient impact. This complaint is pertaining the two of two reports received from the same facility.

Manufacturer narrative:
Corrected information is provided in sections d.4 and h.4. Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened knife was received for the report of incorrect item. The returned sample was visually inspected and found non-conforming with the handles observed to have 'clear cut intrepid 2.4 sb' printed on the handle. No visual defects were observed on the blade. A dimensional ear width test was performed on each sample and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance has been completed for the trend of the incorrectly printed handles. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related, caused by inadequate segregation during the handle printing or blade assembly. A non-conformance record has been completed to identify the root cause of the mixed handles and actions implemented to prevent mix handles. Complaint data for all manufacturers products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.